Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if add'l info is received, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from (B)(6), stating that the 11cm angle attachment overheated. The device was not being used during a surgical procedure. It is unk if there was pt/user injury or medical intervention. No add'l info provided.